Event description:
It was reported that the patient underwent an alveolar bone grafting procedure using rhbmp-2/acs. It was reported that the patient experienced significant swelling in the early post op period. The swelling resolved uneventfully. Per the reporter, this was not attributed to bmp. No further patient complications were reported.

Manufacturer narrative:
(B) (4). Literature article citation: alonso et al. Maxillary alveolar reconstruction on cleft lip and palate patients using recombinant human bone morphogenetic protein-2. Comparison with autogenous bone grafting. Tissue engineering. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.